Event description:
It was reported that the charger for the ilet pump appeared to charge the device very slowly, with the pump remaining at a low state of charge after an overnight charge and increasing only slightly after additional time on the charger; the charge indicator transitioned from blinking green to solid green, connections were secure, different outlets were tried, and the user received education on using a compatible wireless charging pad up to 10 w pending replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed a suspected charger performance issue consistent with a power supply or charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction or wear consistent with component failure.

Manufacturer narrative:
Initial.